Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became cracked. Customer stated they "accidentally broke it", but were unsure if the pump was still functional. Customer had elevated blood glucose levels (250 mg/dl). Reportedly, customer has a back up pump to stabilize blood glucose levels and for continued insulin therapy.